Event description:
New information received indicated that the patient's right ventricular lead had high capture thresholds, high pacing impedance, and was suspected to be fractured. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was over-sensing noise. No intervention was performed. The patient was stable and would continue to be monitored.